Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to an infected pocket around the driveline exit site. Cultures were positive for pseudomonas aeruginosa. The patient was treated with antibiotics, and was discharged from the hospital on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported events could not be conclusively established. The heartmate 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.